Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the single coil right ventricular (rv) lead had high defibrillation thresholds at implant when the lead was not placed at the apex. The right sided implant was abandoned and a dual coil lead was implanted instead. No patient complications have been reported as a result of this event.